Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported separation was confirmed although the reported difficult to remove, was unable to be confirmed due to the damages noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: coyote otw, nse pta, guide catheter: parent 48cm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified de novo left superficial femoral artery. Pre-dilatation was performed with a non-abbott balloon catheter. Additional dilatation was done with another non-abbott balloon catheter and a 300 cm ht command guide wire, and there was resistance between these two devices during removal. Therefore, both the non-abbott balloon catheter and the command guide wire were removed together as a single unit from the anatomy. Once outside the anatomy, the guide wire was found to be separated into two separate pieces 30 cm proximal to the distal tip. This separation occurred inside the anatomy. The command guide wire was replaced with a non-abbott guide wire and the procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.